Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used. According to the complainant, "the tip was off the clip when it was opened". Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date. It cannot be determined if the complainant contends that the resolution clip was deployed in an open state.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used. According to the complainant, "the tip was off the clip when it was opened". Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date. It cannot be determined if the complainant contends that the resolution clip was deployed in an open state.

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and the clip assembly was not returned. The yoke, which was still attached to the control wire, was actuated and deployed. A kink in the control wire was present near the handle and the over sheath was not returned. Based on the evaluation conducted and the details of the complaint, the most probable root cause for this complaint is operational context as the failure of the clip may have been due to anatomical or procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.